Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: fse visited the site and determined the cause of the problem was the customer's workflow (attempting to swap images before the save operation had completed). Fse initially replaced the hard drive as a mitigation for this issue. Fse subsequently confirmed the user was aware of the true cause (user workflow and performing second operation before the save operation had completed). The save / swap issue on the 9800 has been previously investigated and is being addressed with customers through a field action.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard disk drive was evaluated and replaced. The system software and calibrations were also reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system inter-mixed patient image data. No patient serious injury or death was reported related to this event.